Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received unknown baclofen (unknown concentration and dose) in an implantable pump an unknown indication for use. A an infection occurred at the pump pocket; the wound dehisced. The patient experienced sudden infection symptoms of drainage. The issue occurred one week prior ((B)(6) 2016). The pump was explanted on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Information was further received from a health care professional in canada via a representative who identified the patient had been seen previously in canada. This hcp indicated that the initial event date that the hypertrophic tissue was observed was (B)(6) 2016. It was also reported there was no suspicion of a pump functional problem. Further, the patient had developed hypertrophic tissue over/around the pump post-operatively and eventually required the explant of the pump. The patient was quite small and despite using the 20ml pump and a subfascial implant, as the tissue built up, the pump started to erode out of the skin. This hcp reported the explant date of (B)(6) 2016. The patient has ¿cp¿ and was initially assessed through another facility but was referred on to another program for implant as he turned 18 years old during the pre-op process. Currently, the pocket area has healed and the tissue has regressed but the physician was hesitant to re-implant as there was concern about recurrence. The family was struggling with spasticity management and very much hoped that they could re-implant the pump. One physician had tried all combinations of oral medications and obviously management has not been as effective as it was with the pump. Another physician was concerned that the hypertrophy was an allergic reaction, allergy to the metal of the pump, and asked if there was any possibility of doing any allergy testing for the component. As reported, if the patient gets a reaction to the pump he felt it might be futile to put it back in. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the patient¿s cerebral palsy lent to a small, child-like stature. The patient experienced skin erosion over the pump at the catheter access port (cap). Skin irritation and redness over the cap progressed to dehiscence. The cause of the erosion was determined to be ¿suspected hypertrophic scar formation caused tension around pump edges¿. Actions/interventions included foam dressing, prophylactic oral antibiotics, and pump explant on (B)(6) 2016. It was noted that the erosion was first observed on (B)(6) 2016. When asked if the issue had been resolved, the hcp responded ¿yes?¿.

Manufacturer narrative:
Analysis of the pump identified no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.